Event description:
It was reported that when using the pyxis medstation es system all new orders were not populating. The customer stated that the nurses discovered the malfunction occurred when they tried to pull medication for the patient. The customer stated that the nurses were able to use the "override function" in the station to retrieve the medication. The customer added that this was a complicated process involving two nurses and a lot of time was spent on this process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all new orders did not cross to the es server. A technical support specialist restarted service external messaging but was unable to replicate the reported malfunction. An integration engineer found that the port on the carefusion engine to receive messages was set to: 9999, the port that the customer had was 7023, which should be set. An integration engineer updated the interface configuration to resolve the issue. The system functioned as intended after an integration engineer troubleshooted the device. The serial number, UDI and device manufacture date were kept blank since the given asset information was found to be es facility license.